Event description:
Child felt sick while sleeping. A freestyle reading of 34 mg/dl was received. Mother of child administered orange juice and glucagon. Child experienced a seizure. Child was taken to the emergency room where another brand of meter provided a result of 47 mg/dl. A freestyle reading of 71 mg/dl was received. As child continued to vomit, an IV was provided at the hospital. A comparison of freestyle readings was taken within a 10 minute period. Results of comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. See scanned page.